Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2014. On an unknown date the filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2014. On an unknown date the filter was noted to be tilted and migration had occurred. No further patient complications were reported. It was further reported the patient received a CT abdomen without contrast exam on (B)(6) 2017. Finding revealed that the filter anchored in the right common iliac vein with the tip positioned in the anteromedial aspect of the ivc. There is no conclusive findings of perforation. The stent parallels the right common iliac vein. There is no ivc stenosis. There are few renal calculi incidentally noted. There are postsurgical changes in the upper abdomen consistent with gastric bypass.